Event description:
On 07 mar 2023, scientia vascular was notified that on (B)(6) 2023, an aristotle 18 - 200cm support (a18-200-003) broke during an ischemic stroke case. The event was described as follows: "hypotube stuck and dislodged in the patient during ischemic stroke intervention. 2nd pass with complete system wire stuck and could not be removed." The sample was not available for return to scientia vascular for evaluation.

Manufacturer narrative:
Due to no lot number being provided for this complaint and no sample returned, no manufacturing evaluation or inspection of the unit was performed. Because the sample was not returned, it is impossible to determine what led the guidewire to break, but according to the information provided by the healthcare professional on this event, it appears the guidewire got stuck in the clot in the m3 vessel location, and after several attempts to remove the guidewire, the guidewire broke. During the meeting with the physician, he confirmed that post procedure scans did not show further complications related to the guidewire breakage and/or being lodged in the patient. Therefore, no patient injury was reported for this complaint.